Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter had an "apply sample" issue. The medical affairs specialist (mas) spoke to the pt thirteen days later, but he was only able to provide limited info. The pt tests his blood glucose 3-4 times a week. He does not have a set regimen for testing. At the time the alleged issue was occurring, the pt was taking amaryl (unknown regimen). The reporter indicated that the alleged issue started on the event date, at 3:00 a.m. Before the reporter meter issue started, the reporter claimed that the pt had passed out. After the reporter attempted to test the pt's blood glucose while he was passed out, she treated him with a tube of oral glucose gel. The reporter also mentioned that the pt had symptoms of being "slurred'' the next day, at 2:00 am and also the following day, at 6:45 am. In both instances, the reporter claimed that she treated him with oral glucose gel although he "wasn't completely passed out." The reported meter issue was not resolved with troubleshooting. The one touch customer advocate (otca) noted that the pt was using a correct technique for testing with the reported meter and test strips. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that she had to treat the pt with oral glucose gel two times after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.